Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(4) of peritonitis in a patient coincident with extraneal viaflex, dianeal freeline solo pd-4 with 1.5% glucose and dianeal freeline solo pd-4 with 2.5% glucose therapies. On an unreported date, the patient experienced peritonitis. It was not reported if the patient received remedial treatment. The patient was not coping well and was permanently switched to hemodialysis. It was unknown if the event of peritonitis had resolved. A causality statement was not provided.